Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 358mg/dl and has not treated. Advised the caller to treat her glucose level before continue testing. The customer stated that she is waiting on manual injection at the hospital and will call back later to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.